Event description:
It was reported during service at manufacturer facility that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly and lead to sterility breach. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, o-ring is missing, was duplicated. The technician observed that the o-ring was missing from the housing. The o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. The device was placed in parts retention.